Event description:
It was reported that there was intermittent capture, high impedance greater than 3000 ohms, and a possible lead fracture. It was further reported that there was oversensing and a lead fracture. The atrial lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead in segments returned and analyzed.